Event description:
It was reported that the table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no injury reported. The issue was discovered as the operator was positioning the patient for an image. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found foreign matter under the pedal mechanism enabled activation of the foot pedal which prevented the table locks from engaging. The fe cleared the debris and verified that the table locks were performing according to specifications.